Event description:
Int'l. ((B)(6)) complaint received concerning leakage incident with use of one 011-46110-77 bifurcated transpac IV w/03 ml intraflo flush device, safeset reservoir, needleless valve, mtg kit. The information (as translated) reports a (B)(6) event where approximately 4-5 hours into the procedure clinicians were "monitoring invasive arterial blood pressures.. Operators. Splashed by blood (the blood exited from the cap with valve embedded and not working yet) after blood withdrawal performed by another operator." There were no reported pt. Injuries and or adverse pt. Outcomes. The affected clinicians were treated per hospital blood exposure protocols. Although requested the involved device has not been returned for analysis and investigation.

Manufacturer narrative:
Mfgers. Investigation and analysis: although not always repeatable, previous analysis of luer activated valve (lav) components have shown component damages/leakage conditions can potentially occur under certain usage conditions which include over pressurizing the valve and if the valve component is activated with a long luer or a luer with sharp edges at an angled entry. For optimal performance it is recommended to use connector devices that comply with iso 594-1 std. And techniques that employ a rotational motion while connecting and disconnecting the mating device to the valve. Techniques should ensure that the central axis of the connector and valve are inline with each other when connecting and disconnecting and not at an angle. Findings: the involved device was not returned for analysis and confirmation. Although the exact cause(s) of the event/product issue are unknown, previous investigations have identified usage/technique related conditions that can contribute to this type of reported component issue. This report and the associated investigation findings have been entered in the complaint database for continuous monitoring and trending.